Event description:
It was reported that a 36-year old caucasian female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on the right breast. Post-operatively, the patient was diagnosed, via physical examination, with right breast capsular contracture (baker grade iii). In addition, the patient was also diagnosed, via ultrasound, with left breast implant rupture. As a result, the patient has been scheduled for breast implant removal surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis. Complication on the right breast has been reported under mrn: 1645337-2022-09326.

Manufacturer narrative:
Explantation date: (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 12, 2023, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the smooth hpg, 425cc breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior view, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required.

Manufacturer narrative:
On march 14, 2023, mentor received several additional information regarding what the patient experienced. The patient initially felt a lymph node like thickening on the right breast. Ultrasound found nothing dangerous but the patient continued to feel another nodule and eventually also felt it on the left breast. The patient has another ultrasound and it was found that they had a benign adenosis on the left breast and fat necrosis on the right breast. The patient's implants were replaced with the following devices: (right) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9841013 sn: (B)(6) and (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9733531 sn: (B)(6). On (B)(6) 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.